Manufacturer narrative:
The ruby coil, two px slim delivery microcatheters (px slim), and a guide wire (a non-penumbra device) were returned for evaluation. The ruby coil was stuck inside one px slim; there was no visible external damage to the px slim. The px slim was dissected to allow for evaluation of the ruby coil. The sr wire to the ruby coil was fractured. The pusher assembly to the ruby coil was not returned for evaluation. The second px slim that was returned was not involved in the complaint; there was no visible damage to the second px slim. The complaint has been evaluated. The complaint indicated that during the procedure, the physician attempted to remove a ruby coil and it unintentionally detached inside a px slim delivery microcatheter. The px slim was removed from the patient with the detached ruby coil inside of it. A new px slim and ruby coil were used to complete the procedure. Evaluation of the returned devices confirmed the ruby coil was stuck inside the px slim. The px slim was dissected and a fractured ruby coil sr wire was observed. The ruby coil being stuck inside the px slim likely occurred due to improper handling during use. If the device is retracted against resistance, it is possible for the sr wire to become fractured. A fractured sr wire can cause the coil to expand and get stuck inside the px slim. The ruby coil pusher assembly was not returned for evaluation. There was no visible damage to either of the two returned px slim catheters. The second px slim that was returned was not involved in the complaint. Ruby coil are 100% functionally and visually inspected for damage during process inspection. Px slim catheters are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00604.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to remove a ruby coil and it unintentionally detached inside a px slim delivery microcatheter. The slim microcatheter was removed from the patient with the detached ruby coil inside of it. The physician flushed the detached ruby coil out of the slim microcatheter. The procedure successfully continued using a new px slim microcatheter and a new ruby coil. There was no report of an adverse effect on the patient.